Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2013-14567 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold lite with capio slim on (B)(6) 2013. According to the complainant, during the procedure, when the physician was pulling the leg through the tissue by withdrawing the capio device, the bullet detached cleanly from the suture but was retained in the needle carrier of the device. A second uphold lite was opened but the bullet also detached from where the suture connects to the dilator. It was also retained in the needle carrier of the device. The procedure was completed with a third uphold (tm) lite with capio slim. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).